Event description:
Pt underwent coronary artery bypass grafting of rt coronary as well as aortic valve replacement on 2/25/97 for aortic insufficiency: coronary artery disease; and mitral regurgitation. On 3/14/97 pt returned to facility via transfer from neighboring hosp to rule out valve leakage. Mitral valve replacement on 3/17/97.